Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient also stated the devices stopped functioning when she became pregnant (date unknown). The ipg was deemed inoperable. In addition, the patient stated the ipg is protruding and moves in the pocket. Consequently, the patient may undergo surgical intervention at a future date to address the issues.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored following the procedure.